Event description:
It was reported that during a laparoscopic colorectal procedure, pneumo gas leakage occured. I saw a small hole into the seal didn't close well, when the instrument was out of trocar. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good condition. A leak test was performed and the devices were noted to leak without the test probe inserted through the devices. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as whistling or hissing? Yes it was, whistling sound. If so, did the noise prevent insufflation? Yes, there was gas reduction. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes, pneumo gas dropped. What was the gas consumption rate or volume (liter/minute)? 3-4 liter. Were you able to identify where the leak was coming from? Seal. Was a device inserted in the trocar during the leaking? Yes, if so, what device? Asku. Was any torque being applied to the trocar or device? Asku. Additional information: multiple request for return of device have been made but no device has been returned.